Manufacturer narrative:
The insulin pump was received without belt clip unable to confirm damage. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 123 mg/dl at the time of the incident. The customer stated that the bottom of the pump started to come off when she did a set change. The customer stated that she heard a pop and the cannula was not filled. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.